Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's system pcb to interface pcb flex cable as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that none of the buttons on the right side of the device are functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.